Event description:
Device malfunction: difficult/delayed clip deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Report received from a user facility regarding approximately 3 - 4 starclose se devices. The user facility did not track or document specific info regarding the exact number of issues or patient details. The physician reported issues in which the deployment button was pressed and an audible click was heard, but the clip was not deployed as quickly as expected. The device was removed from the patient's anatomy and hemostasis was not achieved. It was noted that approximately 5 seconds after the 1st click a 2nd click was heard and the clip would deploy. After this observation, for the subsequent procedure, the device was left stationary for an additional few seconds resulting in hemostasis being achieved. For the initial events, hemostasis was achieved using manual compression. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the devices were discarded. The lot numbers were not identified; therefore, a device history record review could not be performed.